Manufacturer narrative:
Investigation summary: a complaint of a set leaking from a small hole was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo, leakage was observed from a small tear in the tubing. The customer complaint was verified. A device history record review for model 2426-0007 lot number 20119023 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 27nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that a as lvp 20d 3ss cv leaked during use. The following was reported by the initial reporter: it was reported that the tubing started spurting like a needle prick the middle of the tubing. Verbatim: hello, reporting a tubing defect that we had today with our alaris pump tubing primary set (see attached pictures). Pharmacy provided it dry but attached to the bag and the tubing started spurting like a needle prick had been done to the middle of the tubing when the nurse was setting up the pump. No needles were near this site. It¿s unfortunate but we had to remake a very large methotrexate bag. Let us know if we need to fill out a product defect form or anything to report this? Thanks!"